Event description:
The device was used during an unspecified procedure. Reportedly, the instrument did not fire properly and the staples did not form properly. The surgeon used another instrument to complete the procedure. The hospital has reported no patient injury occurred.